Manufacturer narrative:
Device manufacturer address 1: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "plastic piece by the lure lock" of a clearlink system continu-flo solution set broke off which resulted in a leak. This was observed when the infusion was started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from july 19, 2022 - july 20, 2022. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed the male luer was cracked. Additionally, a trace of an external force applied to the component, making an appearance of white color on the cracked side component. The reported condition was verified. The cause could not be determined, however, a potential cause could be due to inadequate handling during product usage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.